Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Post-paced t-wave oversensing was observed on stored egm. Programming changes were recommended.